Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") and pelvic adhesions ("adhesions") in a 36-year-old female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii, depression in 2005, anxiety in 2005, attention deficit disorder in 2014 and high cholesterol. Previously administered products included for birth control: ocella; for an unreported indication: zoloft. Concurrent conditions included overweight, blood pressure high, dizziness, chest tightness, kidney infection, urine odour abnormal, flank pain, discomfort, cramp in lower abdomen, numbness localised and burning micturition. Concomitant products included atomoxetine hydrochloride (strattera) (B)(6) 2013 to 2016 for female sterilisation, hydrocodone bitartrate;paracetamol (lortab) since (B)(6) 2013 for migraine and headache, tramadol for pain as well as alprazolam, alprazolam (xanax), celecoxib (celexa), fluoxetine hydrochloride (prozac), lisinopril, sertraline hydrochloride (zoloft), simvastatin, trazodone and venlafaxine hydrochloride (effexor). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"). In (B)(6) 2014, the patient experienced dysuria ("dysuria"). In (B)(6) 2015, the patient was found to have antinuclear antibody positive ("autoimmune disorder type of disorder: tested positive/positive ana test without definitive diagnosis") and experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic adhesions (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), tinnitus ("ear ringing"), hypoaesthesia ("numbness in hands/feet"), abdominal distension ("bloating"), gastric disorder ("stomach problems"), back pain ("low back pain"), flank pain ("flank pain"), abdominal pain ("abdominal pain") and feeling abnormal ("brain fog"). The patient was treated with topiramate (topamax) and surgery (lysis of adhesions and laparoscopic hysterectomy and right sided salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, antinuclear antibody positive, migraine, headache, tinnitus, hypoaesthesia, dysmenorrhoea, fatigue, weight increased, abdominal distension, gastric disorder, dysuria, back pain and flank pain had resolved and the pelvic adhesions, abdominal pain and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, antinuclear antibody positive, back pain, dysmenorrhoea, dysuria, fatigue, feeling abnormal, flank pain, gastric disorder, headache, hot flush, hypoaesthesia, menorrhagia, migraine, pelvic adhesions, pelvic pain, tinnitus, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media headaches, urinary tract infection, lower back pain, abdominal pain , pelvic pain, dysuria, migraine, fatigue and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") and autoimmune disorder ("autoimmune disorder type of disorder: tested positive") in a 36-year-old female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for an unreported indication: zoloft. Concurrent conditions included overweight. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), tinnitus ("ear ringing"), hypoaesthesia ("numbness in hands/feet"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), gastric disorder ("stomach problems"), dysuria ("dysuria"), back pain ("low back pain"), flank pain ("flank pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic hysterectomy and right sided salpingectomy on (B)(6)2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, autoimmune disorder, migraine, headache, tinnitus, hypoaesthesia, dysmenorrhoea, fatigue, weight increased, abdominal distension, gastric disorder, dysuria, back pain and flank pain had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, dysuria, fatigue, flank pain, gastric disorder, headache, hot flush, hypoaesthesia, menorrhagia, migraine, pelvic pain, tinnitus, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: events- "hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, autoimmune disorder type of disorder: tested positive, migraines, headaches, ear ringing, numbness in hands/feet, dysmenorrhea (cramping), fatigue, weight gain, bloating, stomach problems ,dysuria, low back pain, flank pain, abdominal pain, did you undergo an essure confirmation test? No", reporter, lot number, concomittant condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a female patient who received essure for female sterilization. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (laparoscopic hysterectomy and right sided salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe and chronic pelvic pain. She underwent a laparoscopic hysterectomy and right sided salpingectomy, approximately 3.5 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe and chronic pelvic pain. She underwent a laparoscopic hysterectomy and right sided salpingectomy, approximately 3.5 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.